Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
The customer received a message at the end of fill tubing stating that a minimum of 50 units of insulin were required to continue pumping. It is reported that bubbles were observed in the tubing and that the cartridge was filled with at least 3 ml of insulin. There was no impact to the customer's blood glucose level.